Manufacturer narrative:
Section a4: patient weight is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported patient received the message "replace generator " on the pc and the company manufacturer also got notified. No further information available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated company manufacturer met with patient and confirmed ipg to be inoperable and no intervention planned.